Manufacturer narrative:
B5: during follow up, it was clarified that the reported issue was an over prime leaking from the tip of the patient line. The exit of sterile priming fluid from the vented-capped end, or, the uncapped end, of the patient line will not cause or contribute to harm. This is analogous to the harmless common clinical practice of over-priming intravascular lines prior to connection to the access site. H10: three (3) actual samples were received for evaluation; the other five (5) samples were not received and therefore, could not be evaluated. A visual inspection of the samples did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which included leak, clear passage, and clamp function tests which did not reveal any issues. Additionally, the devices were machine tested and there were no alarms or priming issues noted during the machine testing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) homechoice automated set with cassettes leaked from an unspecified location. This was observed during priming of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.